Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was too short to be in right place. It was exactly over renal artery after full length insertion. There was no injury or harm to the patient.

Manufacturer narrative:
10/04/2017 (B)(4): the product was returned with the membrane loosely folded and blood on the exterior of the catheter. The extender tubing was also returned. The length of the iab catheter was measured and found to be within specification. An evaluation of the product was unable to duplicate the reported problem. A review of the reported event has determined that the iab was not used n accordance with the labeling with regards to proper iab size selection. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was too short to be in right place. It was exactly over renal artery after full length insertion. There was no injury or harm to the patient.